Event description:
It was further reported that target lesion 1 was in the distal segment of the inferior branch in the ramus. A type b dissectio was noted at the site of stent (2.5 x 8 mm) deployment with decreased flow distally. After several attempts to cross the stented area, a 2.0 x 8 mm commercial stent was deployed into the mid-segment of the inferior branch and a 2.75x12mm taxus stent was deployed into the mid-segment of the inferior branch and a 2.75 x 16mm taxus stent was deployed into the proximal segment of the inferior branch. There was a 2mm overlap between the taxus stents. Residual stenosis was 0% following post-dilation. Repeat angiography revealed that a "small distal branch of the vessel was occluded". Several attempts to treat this occlusion were unsuccessful. The pt underwent renal consultation, one day post index procedure, for a rising bun and creatinine (peak creatinine was 7). The pt was diagnosed with acute chronic renal failure, likely nehotoxicity secondary to contrast dye, and hemodialysis was initiated. The pt's h & h decreased to (7.1/20.7) two days post index procedure. The pt was transfused with 2 units of prbcs and 1 unit of fresh frozen plasma (ffp) increasing her h & h (11.7/33.6). The pt was admitted with complaints of recurrent episodes of chest pain occurring rest, 118 days post index procedure. Chest pain started in the left shoulder blade, radiated down the left arm and was relieved with up to three nitroglycerin. Prior to coronary angiography, the pt was treated with hydration and mucmyst for her renal insufficiency. Angiography 119 days post index procedure revealed that the lmca had no occlusive disease. The lad had 50% proximal narrowing, and 50% stenosis at the takeoff of the first septal perforator. The lcx had a totally occluded stent in the inferior branch of the bifurcating obtuse marginal, and a totally occluded stent in the inferior branch of the bifurcating obtuse marginal, and a totally occluded lcx after a small obtuse marginal. The rca had no occlusive disease. Intervention consisted of poba (after several attempts to cross the totally occluded vessel) in the ramus intermedius (ramus, per crf; inferior branch of the bifurcating om, per cath report) several inflations were performed from the distal stent to the proximal stent, with <10% residual stenosis. Final angiography revealed slow flow into the distal vessel because of the small caliber of the vessel. The pt remained stable and was discharged on asa and plavix therapy.

Event description:
Same case as MDR 6000093-2005-0096, and 6000089-2005-01308. It was reported that 119 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the ramus artery. The index procedure treated one target lesion to alleviate a myocardial infarction (mi). Target lesion 1 was a 2.5 mm vessel diameter, 99% stenosed region of the ramus artery. The lesion was 25.0 mm in length and was moderately tortuous. The physician predilated the lesion prior to placing three taxus express2 8.8% drug eluting stents. The taxus stents that were placed were a 2.5x8 mm, a 2.5x12 mm, and a 2.75x16 mm. A guidant vision stent was also placed in the ramus during the procedure. A distal grade b dissection and a branch occlusion were noted as procedural complications. The patient was discharged from the hospital seven days post index procedure receiving plavix. The site reported that the patient underwent a tvr of the ramus 119 days post index procedure to alleviate diffuse in-stent restenosis. The physician performed plain old balloon angioplasty (poba) of the target vessel. The patient was discharged from the hospital one day post tvr. In the opinion of the physician there was a probable relationship between the taxus stent and the event.